Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced stimulation turning on and off by itself and then ramping up to a strong level. It happened when the patient was in the bathtub. Diagnostics did not reveal any anomalies. The patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model on (B)(6) 2017. The patient received effective stimulation following the procedure.